Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was never discharged from the hospital after she underwent surgical intervention to implant her scs system. The patient was not discharged because she was experiencing painful abdominal distension and pneumonia. The patient was feeling better and was to be discharged (B)(6) 2015. Follow up information identified the patient was discharged from the hospital and is no longer experiencing the painful abdominal distension and she has finished her course of antibiotics. The stimulation has been turned on.